Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm with a dissection leading into the left common iliac (lci) artery. Post-procedure, the pt experienced claudication in the right leg. In 2009, a follow-up cta demonstrated invagination of the trunk-ipsilateral leg components in the lci artery with the device being approx fifty-percent occluded. The following month, a reintervention occurred whereby balloon angioplasty was performed to repair the invaginated limb. Final angiography showed the column of contrast in the left limb appearing to be wider. The pt tolerated the procedure. No further complications have been reported at this time.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Other device implanted but not related to the event: pxc121200, contralateral leg component.